Manufacturer narrative:
Analysis found that unable to confirm customer's complaint, no fault was found with the handpiece. The handpiece was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece runs continuously and makes a funny sound when being used. There was no patient impact.